Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring,cracked case corner of the belt clip rails near the battery compartment,scratched keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked at the reservoir area. Customer's blood glucose was 60mg/dl at the time of incident. No further details given.